Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.